Event description:
It was reported that the patient underwent a multiple level cervical procedure to implant an interbody device with rhbmp-2/acs. About six months post op, it reportedly revealed from x-rays that the implant level collapsed. The physician suspects that rhbmp-2/acs may be associated with this complication.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.